Manufacturer narrative:
Section d4: serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via the submitted log file. The log file contained approximately 19 days of data combined ((B)(6) 2021 per the timestamp). A replace system controller alarm was captured on (B)(6) 2021 10:43:24 due to two consecutive lcd faults; this alarm triggered the yellow wrench advisory alarm and cleared on its own. No other notable alarms were active in the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. The system controller was not returned for analysis. Per account information, the replace system controller alarm self-corrected, and a controller exchange was not performed in response to the alarm. Multiple attempts were made to obtain more information from the customer regarding the event, asking for the serial number of the system controller; however, no additional information was provided. Due to the system controller being unavailable for analysis, the reported event's root cause was unable to be determined. As a result, this complaint file will be closed with no further action. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench, replace controller and power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a replace system controller alarm; the patient stated they did not hear this alarm. Log file analysis captured a replace controller message at 10:43 due to a lcd fault event which self-corrected. A controller exchange was not needed. There were no other unusual events recorded in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.